Manufacturer narrative:
Aware date used as event date is unknown.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman closure device was implanted. At an unspecified time post-implant, the patient experienced a pe. A pericardiocentesis was performed and the pe was resolved. The patient is doing well. It was further reported that the patient presented to the emergency department with chest pain on the evening of the implant procedure. Echocardiogram was performed, revealing a small pe. A repeat limited echocardiogram the next day revealed a moderate to large pe.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified time post-implant, the patient experienced a pe. A pericardiocentesis was performed and the pe was resolved. The patient is doing well.

Manufacturer narrative:
Aware date used as event date is unknown.